Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the non tortuous and mildly calcified arteriovenous fistula (avf). A 3.0mm x 120mm x 90cm sterling¿ sl balloon catheter was advanced to dilate the target lesion. However, upon the first inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed without any issues and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.